Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported the patient had a sling implanted that became infected. On (B)(6) 2012 the patient was implanted with another incontinence device. No additional patient complications were reported in relation to this event.

Manufacturer narrative:
Corrected data.